Event description:
The patient experienced a shocking or jolting sensation in her area of paresthesia, back and sides. Movement and positional changes produced stimulation changes. High impedances were noted and an x-ray was taken in 2008 (results not legible). There was no known incidents or accident related to the complaint. The lead was replaced. The hcp reported the patient outcome as 'no injury'.